Event description:
During use in a procedure, the active tip of the mitek lds electrode came free from the device. The lds electrode was used for about 5 mins with no problem until it clogged. The electrode was removed from the joint and the clog was cleared. The electrode was reintroduced in the pt and ablation was restarted, however, the ablation wasn't effective. The tip was turned to the scope and it was discovered that the active tip had dislodged from the electrode. The missing tip was not located. No pt injury has been reported at this time. If this were to recur it could result in surgical intervention being required to prevent any potential injury.